Event description:
It was reported that when the devices were used during an unknown procedure, they did not work properly after the 1st staple. It was unknown how the case was completed. There was no consequence to the pt.